Event description:
It was reported that during a procedure to treat a lesion in the proximal anterior tibial. The connect guide wire was advanced and resistance was noted with the calcified lesion. The guide wire was removed without issue and it was noted that the green coating on the connect guide wire was peeling. The physician believes that a portion of the peeled material remains in the pt anatomy. There were no adverse pt effects and no clinically significant delay in the procedure. No additional info was provided.

Manufacturer narrative:
The investigation is ongoing. On the 11/25/2013 abbott vascular initiated a voluntary field action recall for ht connect peripheral guidewires, due to a small number of devices exhibiting partial delamination of the ptfe coating. (B)(4). While there have been no long term or irreversible pt effects reported, potential risks associated with delamination of the coating include embolism, thrombus and occlusion in the peripheral vessels. Abbott vascular has ceased distribution of the product while evaluating appropriate corrective and preventive actions.